Manufacturer narrative:
The device has been received 10/25/2021. The event alarm logs were downloaded and sent to san diego for review. The device has also been sent to san diego to have further tests ran (11/04/2021). Received the device back from r&d on 02/15/2022. Could not confirm the customer's complaint that the device is experiencing an inaccurate under delivery. Performed several tests to try and duplicate customer's complaint and was unable to duplicate. Test #1 ran customer stated protocol of rate = 188 and vtbi of 50 ml/hr. Device kvo at 50 ml and stopped infusing. Delivering a total volume of 50.8 ml and a delivery accuracy of 98.4 %. Test #2 ran custom protocol of rate = 500 and vtbi of 50 ml/hr. Device kvo at 50 ml and stopped infusing. Delivering a total volume of 51.07 ml and a delivery accuracy of 97.90 %. Test #3 was the volume accuracy per technical service manual. Rate = 200 and vtbi of 10 ml/hr on both a and b lines in piggyback mode. Device delivered a total volume of 20.3 ml and a delivery accuracy of 98.5 %. Device passed all pvt tests. Probable cause for customers complaint of inaccurate under delivery was not found. Additional information in section d9.

Manufacturer narrative:
Additional information received for device evaluation: investigative summary documented that based on detailed review and analysis of pump logs, we confirmed that the infusion did run the expected and programmed 16 minutes as correctly indicated in the eal report by the timestamps of the infusion start ¿line: a, delivery step: total volume infused: 0.0¿ and ¿line: a, delivery step completed: total volume infused: 50.0¿ events. Engineering reports that, after further analysis of pump logs, especially pump connectivity history, the previous report of an apparent failure in this device was not accurate. When connected to a trusted time source (mednet) the pump¿s mcu and ce clocks are maintained in close synchronization to that time source. The ce clock is used for timestamping communications to mednet and is not involved in pump operation. The pump operates and infuses correctly per design in a non-mednet environment. Review of connectivity history found that the pump had been disconnected from the network, and from the mednet trusted time source, for 41 days prior to the incident (since july 9). Engineering now evaluates it was this loss of connection to the trusted (mednet) time source, and not to a device failure, which led to the mcu and ce clocks not being maintained in close synchronization (i.e. Drifting apart). This is not a device failure but is per design. Once the pump was reconnected to the network and mednet, the clocks were found to be correctly resynced per design. Allowing the pump to connect to mednet periodically can prevent ce/mcu clock drift.

Manufacturer narrative:
The device is not available for evaluation. Investigation is still pending.

Event description:
The customer reported that plum 360 underinfused and they need to get the detailed report of what the pump did. The event logs says no data. There was patient involvement, there was no harm and there was delay in therapy. The customer further stated that the nurse reported the pump only delivered 30.5 ml, but wanted to see how this can be confirmed as the report shows 50 and have no way of seeing what they saw that they made this statement to. The nurse also added that they ran at 114 ml/hr but the report shows 188 ml/hr. The bag was a 50ml normal saline that had additive medication of just over 7 ml so the volume in the bag was approximately 57 ml. The bag ran dry. And if the pump ran at 188 ml/hr then the time bag run dry time was close to accurate.